Manufacturer narrative:
Exact date unknown, event occurred in 2017. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17479472.

Event description:
It was reported that the patient had a brain infections. It was also stated that the ipg leaked. The patient underwent an explant procedure wherein all device components were explanted. Explanted devices were not returned. No further information could be obtained despite good faith efforts.